Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 320 mg/dl. Upon troubleshooting, it was found that insulin did not exit and the device alarmed no delivery during a fixed prime. The customer was able to push insulin from the tubing using the plunger. During a manual prime, insulin did exit. Advised that the insulin pump was working as designed and that the alarm had been caused by an occlusion. Nothing further reported.